Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a surgical procedure the system froze. There was no system message displayed. The system was able to be restarted and was used to complete the procedure. There was no patient. Harm.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. As a preventive measure, the company service representative reseated the synchronous dynamic random-access memory (sdram) and hard drives. The system was then tested and met all product specifications. The system was manufactured on april 16, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).